Manufacturer narrative:
H6: component code: 4756 type of investigation: 3331; 10 investigation findings:4248 investigations conclusions: 19; 61 h10: evaluation of the returned t27 set screw driver found the distal tip has been bent/twisted in a clockwise direction which is associated with the final tightening process. The report indicates the set screw and set tulip were not damaged. There are no pieces of the distal tip left in the patient. The report indicates the surgeon used a standard t-handle and not the arsenal torque limiting handle. The surgical technique guide the t27 set screw driver is design to be used in conjunction with the torque limiting t-handle which delivers the proper amount of torque to the set screws within the arsenal polyaxial screw. The root cause is likely a result of excessive torque application due to the arsenal torque limiting handle not being used.

Manufacturer narrative:
The device has been returned and is pending evaluation. The root cause is unable to be determined at this time. A supplemental report will be submitted upon completion of device evaluation.

Event description:
The distal tip of a driver broke off while attempting to final tighten a set screw. The set screw and screw tulip were not damaged. No patient injury reported.